Manufacturer narrative:
(B)(4). The customer reported that the therapy cable did not deliver a shock. It is not known if there was pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer that the therapy cable did not deliver a shock. It is not known if there was pt involvement.